Event description:
It was reported that the anchor pulled out from the suture eyelet during insertion and the tip of the anchor remains in the pt. Further pt info and event details were requested without success. This device is used for treatment.

Manufacturer narrative:
The evaluation of the device determined the complainant's event was caused by the anchor breaking at the hex upon insertion. The suture loop pulled out with the broken implant (hex). Device history record review revealed nothing that could have contributed to this event broken implants are typically caused by over-insertion or prying/leveraging the inserter while the implant is still loaded. Based on this evaluation, the complainant's event was attributed to misuse.